Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The reported product was located on an unknown tooth site and used for approximately 4 months. The patient was noted to have low density bone as well. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the patient came back to medical office with bridge mobility and loss of integration. One of the 3 implants placed relocated into the sinus. Implant remains inside the sinus close to the eye. Patient has been sent to another doctor to remove the implant. The reported event is non-verifiable with the information provided. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510(k) numbers are k011028 and k013227. Device not returned to manufacturer.

Event description:
It is reported that the implant tsvb10 lost integration and relocated into sinus.